Event description:
The event is reported as: complaint alleges: during gripping, the needle remained stuck. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
No sample is available for investigation. The device history report (DHR) could not be conducted since the lot number was not provided. Complaint cannot be confirmed. No corrective action can be established at this moment since the defective sample and batch number are not available for evaluation.